Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Per tech IV team and bas sales rep, site-rite 8 freezes in both sherlock and ultrasound.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the reported issue of system freezing could not be reproduced. The system was found to boot-up and operate normally. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue.

Event description:
Per tech IV team and bas sales rep, site-rite 8 freezes in both sherlock and ultrasound.